Manufacturer narrative:
Section b5 & g3: additional information. Section d4 & h4: corrected information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The account reported that the patient had right heart failure beginning on (B)(6) 2017. The patient¿s rv dysfunction was noted in the operating room and severe tricuspid regurgitation (tr) with decreased pulsatility on the right sided pressures on swan-ganz catheterization. The patient was put on milrinone with swan-ganz catheter in place. The patient was treated with prolonged hospitalization and inotropes. It was reported that the event resolved on (B)(6) 2017. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remained ongoing on vad support until (B)(6) 2019 when they underwent a heart transplant. Right heart failure is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was weaned off inotropes on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Section a1: additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a prolonged hospitalization for right heart failure. Right ventricle dysfunction noted in or and severe tr with decrease pulsatility on the right sided pressures on swan. Rhc showed ra 6, pa 50/30 (37), pcwp 35 v 45, ci 1.4/co 3.6, svr 1700, now on milrinone with swan in place. No further or additional information was provided.